Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right atrial (ra) lead had atrial fibrillation (af). This lead was not sensing any p waves and exhibited intermittent pacing inhibition. This implantable cardioverter defibrillator (ICD) had mode switch. A chest x-ray was performed and showed that the atrial lead had dislodged. The lead was repositioned successfully. No additional adverse patient effects were reported.